Event description:
Customer reported that there is a leak in reservoir and stated that the insulin pump was exposed to fluid due to the leak. It was also reported that the button error alarm was not present in history at or around the time that the insulin pump was exposed to moisture. Customer's blood glucose reading was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).